Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral pulmonic valve replacement procedure, a 26mm novaflex+ (nf+) delivery system and 26mm sapien xt valve were positioned in a 25mm pulmonic valve conduit without much issue. At the end of the inflation of the valve, with nominal volume, the delivery system balloon ruptured. The valve was stable and deployed where intended. No further actions were needed for the valve. When the esheath was removed, a piece of the balloon material was found at the end of the sheath. The delivery system balloon was laid out on the table. It appeared that all of the balloon pieces were present. The procedure was completed. No consequences to the patient were reported. Moderate pulmonic valve calcification was reported.

Manufacturer narrative:
System updates pending. Results - known inherent risk of procedure. (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system and esheath were returned to edwards for evaluation. Visual inspection of the delivery system revealed a radial inflation balloon burst. A portion of the inflation balloon was returned. No inflation balloon pieces were found to be missing. A kink on the balloon shaft, likely due to return shipping, was also observed. No other abnormalities were observed. Images from the case were also reviewed. A radial inflation balloon burst was observed. A portion of the inflation balloon was also observed to be ¿stuck¿ in the sheath distal tip and later removed from the distal tip. Dimension analysis of the single wall thickness was performed along the tear in the inflation balloon. All measurements met specification. No functional testing could be performed due to the condition of the returned device. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The report of the balloon burst was confirmed based on the condition of the returned device. However, a review of the available information did not reveal any manufacturing non-conformances that could have contributed to the event. In this case, the exact cause of the balloon burst during valve deployment cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (moderate pulmonic valve calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.